Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted the vent was due for 7 year preventative maintenance (pm). Replaced the drive power module assy was replaced and performed 7 year pm, patient circuit calibration @ 40 cmh2o, and performance test @ 21.5 cmh2o paw/ 65 cmh2o amplitude. The unit is meeting specifications.

Event description:
The customer reported that the oscillator stopped and would not restart. Biomed within user facility checked vent and could not duplicate. No further information was provided, patient involvement is unknown.